Event description:
Pt had revision of their left total knee in 2002 for the same problem, locked left total arthroplasty. They are now almost 8 weeks postop. All of a sudden last night it locked for them in position once again.